Event description:
The customer reported an infusion of levophed was started because the patient was hypotensive. The IV set was primed, placed into the pump module and the infusion was started. Fifteen minutes after the start of the infusion, the patient remained hypotensive. The IV set was inspected, blood was found backed up into the tubing from the patient most of the way to the IV pump, and fluid was found leaking from a small hole in the tubing. The IV set was replaced and the infusion restarted without incident. No long-term patient harm reported.

Manufacturer narrative:
Conclusion: the reported leaked was confirmed. Visual inspection of the set noted a 0.316-inch crescent shaped tear, approximately 9-10 inches below the second smartsite port. There were no other anomalies. Functional testing was performed by priming the set with blue tinged water; fluid leaked from the tear immediately. The cause of the leak was a tear in the pvc tubing; however, the root cause of the tear was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.